Event description:
According to the reporter, intra-operatively, there were flames observed at the operating site. The patient had a burn. The unit did perform according to its specification. Both the reported generator and pencil did not cause the patient's burn. Sparks were due to the povidone-iodine during the preparation of the case. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, there were flames observed at the operating site. The patient had a burn.